Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to the following MDR numbers: 1828100-2013-01084, 1828100-2013-01085, 1828100-2013-01086, 1828100-2013-01087, 1828100-2013-01088, 1828100-2013-01089, 1828100-2013-01090, 1828100-2013-01091, 1828100-2013-01092, 1828100-2013-01093, and 1828100-2013-01094. The field service representative (fsr) replaced the pump lids, tested the pump operation pertaining to the occlusion and pump lid operation and control of the roller pump. The system operated to manufacturer specifications and was returned to clinical use. The fsr downloaded the data logs and returned the suspect lids to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) was having issues with the lids falling off of the roller pumps on the perfusion system. The device was not changed out, as the unit still functions. There was a thirty second delay in the procedure. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: in one specific procedure in the past 6 months (date unknown), the ccp claims that an additional section of 1/4" ID tubing had to be placed in the sucker pump during cardiopulmonary bypass to assist in the rapid removal of blood volume in the chest, so surgical exposure could be improved. As the tubing was being placed, the lid disconnected from the hinge and there was a delay in re-starting the roller pump. This delay of thirty (30) seconds delayed the removal of the blood from the surgical field (to improve exposure of the surgical area) and thus delayed the procedure by thirty (30) seconds. The procedure was completed successfully without associated blood loss and no harm was observed. Lids separating from the system-1 roller pump have been an issue with the perfusionist over the past years; since the system-1 has been at the hospital. The issue is the plastic lid can separate from the hinge connection to the pump and once the lid separates, the roller pump can stop due to loss of the magnetic coupling of the lid to the pump housing. This is generally an issue during set-up or tear down of the perfusion circuit, as that is when tubing is loaded and unloaded from the roller pumps and the covers are opened and closed.